Event description:
It was reported that pump issued cartridge alarm 30 during insulin delivery. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided .customer gave correction dose using pump, loaded new cartridge, and then received another cartridge alarm, and technical support arranged replacement shipment.